Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce60a device was returned in good visual condition and with four ecr60w cartridge reloads present. Cartridge (b), ecr60w k5dh5e was received fully fired. Cartridge (c), ecr60w l52357 was received fully fired. Cartridge (d), ecr60w k5er0k was received fully fired. Cartridge (e), ecr60w l52y7y was received fully fired. In addition the returned reloads (b, c, d, e) were inspected under magnification and disassembled to verify internal components and no anomalies were found. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a total pancreatectomy procedure when stapling with a white cartridge the splenic vein it appeared fine. It was not known on which firing this occurred. The surgeon continued with the procedure. A few minutes later there was blood in the area of the splenic vein stapling. Upon further examination it looked like the staples were not formed completely. The line was re-stapled. The patient lost about 300-500cc of blood. It was not known if any blood products were given to the patient. No buttressing material was being used. No noises were noticed and the forces for firing the device seemed normal. The case was completed with the same device using a different reload. There were no patient consequences reported.